Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the patient presented with a pseudoaneurysm of previous grafts with visceral aneurysm and also a separate thoracoabdominal aneurysm involving the subclavian. It was reported that the first device implanted was a 40 mm stent graft (MDR# 2953200-2009-01132) which "misaligned" during deployment. The physician pulled it back as far as possible but was unable to correct the misaligned apex of the stent graft resulting in accurate delivery and a type I endoleak. The physician placed another 40 mm proximal to the misaligned deployment device and achieved a good seal. The physician continued with the procedure and performed as planned, a debranching of the visceral vasculature, the physician used a single 38 mm to exclude the disbranched thoraco-abdominal-aneurysm. The device was deployed misaligned. The physician pulled the stent graft down, however, was unable to correct the misaligned apex and resulted with inaccurate delivery of the stent graft and there was distal type I endoleak. The physician placed another talent thoracic device and the type I endoleak was repaired. No additional clinical sequelae were reported and the patient is stable.

Event description:
Additional information for this case was recently received. Patient was admitted to the hospital and the CT revealed that there was stent graft migration with a type iii endoleak, component separation. An aortogram was performed the following day confirming the separation at the proximal and distal portion of the mid-descending aorta. The patient underwent a secondary intervention at which point the previously implanted stent graft was successfully relined. The patient recovered. The investigator assessed that this event is both device and procedure related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: conclusions: did not follow the recommended deployment technique in the instructions for use.

Manufacturer narrative:
H6: evaluation results: inherent risk of procedure (endoleak). (B)(4).